Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2008 and (B)(6) 2009 and mesh were implanted. Dates not clarified. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2008 due to vaginal prolapse with concurrent cystocele, pelvic pain and an ovarian cyst. It was also reported that on (B)(6) 2009, the patient underwent mesh explantation due to vaginal mesh erosion and urinary incontinence with implantation of mesh. Additionally, on (B)(6) 2012, the patient underwent mesh removal and revision due to exposed mesh and stitches ¿wrapped around mesh¿, with enterocele repair an anterior colporrhaphy. No further information on details of devices at this time.